Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted (B)(6) 1998; d314trg ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that following an unrelated procedure, the impedances for the right ventricular (rv) defibrillation coil, superior vena cava (svc) coil and rv pacing all decreased. The rv defibrillation impedance and the svc coil impedance were both noted to be below the lower range. It was also noted that the left ventricular (lv) lead capture had increased. They will continue to monitor the patient and both leads remain in use. No patient complications have been reported as a result of this event.